Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient underwent a 6-hour procedure for gastroparesis, during which excessive sweating caused the detachment of three pods. As a result, the patient's blood glucose levels rose above 27 mmol/l (486.5 mg/dl), and ketones reached 2.07 mmol/l, leading to diabetic ketoacidosis. The patient was hospitalized at salford royal hospital from (B)(6) 2025 to (B)(6) 2025. He experienced symptoms of sweating, feeling hot and cold, and dehydration, with elevated platelet and white blood cell counts. He was diagnosed with diabetic ketoacidosis and dehydration and treated with hydration fluids, sodium, and electrolytes. The used pod was discarded. The hospitalization was reported in insulet ref (B)(4). This report is for pod 3 of 3.